Manufacturer narrative:
Clarification e1: phone# (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "stent was damaged due to slider resistance in the middle of pushing, almost finished" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified based on the test results in the sample investigation. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "stent was damaged due to slider resistance in the middle of pushing, almost finished" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.